Event description:
It was reported that the single-chamber high-pressure screw connection of power PICC had a problem, and there was liquid leakage after the puncture was completed, and the leakage still occurred after replacing various kinds of connectors. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.